Event description:
Airleak at end of inflation port on trach would not allow cuff to stay fully inflated. This pt is on a vent and without fully inflated trach cuff, the trach won't work on the vent. Also reported to tyco healthcare (MFR) and will be sending defective trach to them via (B) (4). Dates of use: (B) (6) 2010.